Event description:
This lead was noted to be dislodged during a generator change procedure. Because the patient had improved and no longer required bi-ventricular pacing, this lead was abandoned and therapy was turned off. All available information suggests this lead remains inactively implanted. If additional information becomes available, this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.